Event description:
Per dealer the wires are torn out of the actuator motor. The sealer stated wires were hooked up in a bad spot due to previous dealer installed incorrectly and after end user used it a couple times the wires pulled out. Dealer could not provide any further information.